Manufacturer narrative:
D4: lot #: during follow up the customer added three potential lot numbers in use at the time of the event: 2300028, 2200365, and 2200311. H10: the actual device(s) had been discarded; however, two companion samples belonging to lots 2300104 and 2300142 were received for evaluation. Additionally, raw material for lot 08102023 and finished product for lot 2300272 were received for evaluation. Both sets were submitted to lead testing and the product does not exceed the lead limits. In addition, elemental impurities analysis was performed on bicarbonate raw material used to fill bicart products during current production, to check the current lead level in the system and the results were below the expected limits. The reported condition of lead in the product was not verified. A batch review was conducted for the nine suspected lot numbers and there were no deviations were found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced increased lead levels (180 g/l) found in the blood when used with a bicart set and softpac citrate during hemodialysis therapy. Lead was noted to be in the substitution liquid while there was none in the osmosis water. There are no lead pipes or elements in the non-baxter dialysis machine. There was no report of patient injury or medical intervention associated with this event. No further information was available at the time of this report.

Manufacturer narrative:
D4: lot #: the potential lot number¿s in use at the time of the event: 2300071, 2300104, 2300111, 2300116, 2300142, and 2300185. E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.